Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump failed to deliver a bolus due to an unknown cause. Reportedly, the customer entered the bolus to be delivered and the pump indicated that the bolus was initiated; however, the bolus was not delivered by the pump according to the pump history. The customer's blood glucose (bg) level subsequently increased to 270 mg/dl. A correction bolus was delivered to address bg. The customer declined to perform further troubleshooting with tandem technical support.